Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00153. The device was manufactured between 12dec2018 and 13dec2018. The device was received for evaluation with a non-baxter red winged luer cap. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened non-baxter red winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the red winged luer cap. During and after fill, no signs of a leak were observed from the device. The unit was filled with water to a nominal volume and monitored until the next day. No signs of leak were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked at the blue luer lock. The device was filled with 5fu. There was no patient involvement. No additional information is available.